Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting rising impedance measurements. It is unknown how high the measurements were. A revision procedure was performed and the lead was removed from service and replaced with a competitive lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed in two segments at 15.5 cm from is-1 pin. Testing confirmed the returned proximal segment was electrically continuous. The returned distal segment could not be tested as the stylet could not be extracted. An x-ray examination revealed all conductors are intact and no fracture was observed. Laboratory testing was unable to confirm the reported clinical observations. The damage to the lead was consistent with having resulted from the explant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
The lead was subsequently returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.